Event description:
It was reported that during a biopsy procedure, the cannula allegedly would not close completely over the sample notch. This resulted in an inability to cut and remove the tissue sample. Reportedly, a hematoma was noticed after the biopsy.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample has been returned and the investigation is currently underway.